Event description:
Staff reports that the patient was found on the floor during nursing rounds. The bed alarmed in the room, but the nurse call system did not sound at the nursing desk. The bed as well as the nurse call system were tested by biomed and appeared fine. The nurse call report shows that the bed exit alarm had visual and audible signal at the desk.